Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level due to a bent cannula and he received high alert. Therefore, he tried to treat it with correction bolus (7 units twice at 400 mg/dl) via pump, but on (B)(6) 2020, he was admitted to the hospital due to diabetic ketoacidosis as patient had high ketone level which the healthcare professional assessed as dangerous/life-threatening. Moreover, the infusion set had been used for 8 hrs and the patient did not notice any damage to the infusion set when the package was first opened. During hospitalization, he received fluids, insulin drip (5 units per/hr) and intravenous medication (drug name unknown) which resolved the issue. On (B)(6) 2020, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.